Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 8:45pm on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿500 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes by self-adjusting insulin (humalog, 1 unit for every 50 points over 100mg/dl) and stated that she took 8 units of insulin in response to the alleged product issue. The patient reported that at 2:00am on 24 (B)(6) 2021, after the alleged product issue began, she ¿was unable to speak/respond to her mother¿. She reported that at 2:15am, her mother treated her with some food and drink ¿orange juice, and sugar¿ and called emergency medical services (ems). When ems arrived, they tested her blood and obtained a blood glucose result of 65mg/dl on the ems device. The patient ate a peanut butter sandwich and went to sleep. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing, the cca also noted that at the time of the call, the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device. Additionally, the patient reportedly received medical intervention, administered by a third party.